Manufacturer narrative:
Device analysis and investigation is in-process.

Event description:
During a transfemoral approach case the device navigated and tracked well to the lesion but it would not deploy. The audible click on the pre-release was not heard despite multiple attempts to engage it. The stent was removed and a competitor's stent was used. No harm to the patient was reported.

Manufacturer narrative:
Device analysis and investigation is in-process. Supplemental follow up report. A root cause investigation was conducted for this event which included a returned product visual and functional analysis, internal lot record review. The results indicate that this lot was processed without incident, and the device conforms to the specifications. A root cause for the non-deployed stent could not be found and either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device FDA code 67.

Event description:
During a transfemoral approach case the device navigated and tracked well to the lesion but it would not deploy. The audible click on the pre-release was not heard despite multiple attempts to engage it. The stent was removed and a competitors stent was used. No harm to the patient was reported.